Manufacturer narrative:
Please note correction to d9/h3. The reported event could not be confirmed, since the device was not returned and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique states that: "caution remove ball tip guide wire prior to drilling.¿ no indications of material, manufacturing or design related problems were found during the investigation. The affected device must be available in order to determine the root cause of the complaint event, however with he provided information the breakage can be attributed to the user related as operative technique clearly specify to remove ball tip guide wire prior to drilling. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Event description:
As reported: "locking drill tip breakage occurred. No remaining in the patient body."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "locking drill tip breakage occurred. No remaining in the patient body."